Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. Date of event: unknown. This report is for an unknown quantity of unknown screws. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that implant removal surgery was performed on (B)(6) 2016 due to patient reaction to the implants resulting in pain. A 4.5mm/5.0mm locking compression plate and an unknown quantity of unknown screws were removed. The devices were initially implanted on (B)(6) 2016. This report is for an unknown quantity of unknown screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Report received date: initially reported as july 29, 2016; should be august 04, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the device was discarded by the facility.